Manufacturer narrative:
Updated: b4, d8, d9, e1 (initial reporter and event site email) g2, g3, g6, h2, h6 (type of investigation, investigation finding and investigation conclusions) and h11. It was reported that during a pm the cardiosave intra-aortic balloon pump (iabp) fiber optic was found damaged by user. There was no patient involvement. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, the fiber optic of the cardiosave intra-aortic balloon pump (iabp) unit was damaged. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : g2(report source).